Manufacturer narrative:
The information related to blood glucose value that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer's blood glucose value was 430 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump and manual injection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer stated that the insulin pump had pump error alarm. Customer was able to complete rewind. Insulin pump was passed self test. Customer declined troubleshoot for high blood glucose level. Insulin pump will not be returned for analysis.